Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having a problem resting their password. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s10 android 12 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An authentication error was reported with the adc application (samsung a12 with android operating system 12). The customer was unable to access their freestyle librelink application account and as a result, the customer was unable to monitor glucose with sensor readings. The customer experienced sweating and dizziness, with a blood glucose of 467 mg/dl from unspecified device. The customer was seen by a healthcare professional and treated with 5 doses of novorapid insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An authentication error was reported with the adc application (samsung a12 with android operating system 12). The customer was unable to access their freestyle librelink application account and as a result, the customer was unable to monitor glucose with sensor readings. The customer experienced sweating and dizziness, with a blood glucose of 467 mg/dl from unspecified device. The customer was seen by a healthcare professional and treated with 5 doses of novorapid insulin. There was no report of death or permanent injury associated with this event.